Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. Replaced generator interface and backplane circuit boards along with interconnect cable and power supply. The system would no longer intermittently reinitialize. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 would not initialize. There was no adverse pt involvement reported. There was no pt info reported.